Event description:
The following has been reported: biomed reported: "broken pump. The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. Patient harm: unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky fva pins. No drag on the fva pins was outwardly detected, but an internal investigation found signs of contamination buildup. A cleaning was performed and the device passed a mock infusion.